Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus and cursor would not line up. Re-seated connection between overlay and xy board and re-calibrated stylus. Power cord insulation was separated from the connector, but functional. Replaced power cord as preventative measure. Stylus cable insulation was damaged but functional. Replaced and re-calibrated stylus. Re-configured hard drive, re-loaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor would not line up. The user was unable to navigate. The programmer was returned for service. No patient complications have been reported as a result of this event.